Event description:
It was reported by the patient that their heart rate "never goes above 45" and that the patient feels tired all the time. During the follow up process, it was found that the patient had expired. Follow up has been attempted and no further information has been made available. No previous contacts or allegations have been made against the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2012. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2012 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. All reasonable follow up contacts have been contacted and no further information has been made available.